Event description:
Date of incident (B)(6) 2023. It was reported in the complaint: charger appears to have overheated and cable melted into port of the charger. The end user noticed some "fog" near her bathroom mirror. Her hearing aid charger was plugged in close by and she noticed that the cable had melted into the inside of the charger. The charger was also hot. User does not use our usb brick but uses a multiple usb hub. Original cable was being used. It was a different charging brick, they had a multiple usb hub they were using. No harm to people or property. Based on description it is where the cable plugs into the charger.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: it has been reported quattro charger appears to have overheated and cable melted into port of the charger. Original cable was being used. It was a different charging brick; they had a multiple usb hub they were using. No personal harm or property damage reported. Based on the result from r&d investigation from trended case, clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report.